Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen, bupivacaine, and morphine via an implanted pump. The indication for pump use was chronic low back pain and non-malignant pain. It was reported that the patient¿s pump was implanted in her back. Per the patient, it stuck out about 3 inches and for about a month she didn¿t think the pump was working right and the pump location had been causing her excruciating pain. She had their air conditioner all the way up and she was dripping in sweat because of the pain. She currently did not have a pump managing physician because her prior physician was no longer filling pumps and she was not comfortable with the other office. She had called the surgeon that implanted the pump but was told to call in to the manufacturer and request that the pump be moved on an emergency basis. The role of the manufacturer was explained to the patient and she was offered physician listings but insisted that she was told to call the manufacturer to have the pump moved due to emergency. The patient eventually accepted physician listings verbally during the call. It was noted that the patient was extremely emotionally distraught during the call.